Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a mtp fusion surgery the threads turned on this driver due to force when inserting the screw. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, driver, t10 hexalobe, ar-8944dh, serial/batch number (B)(6), was received for investigation. Visual inspection noted that the tip of the driver was warped/twisted. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to wear and tear and over-torquing/over-engaging the driver reputedly over time. The manufacturing date is 2017.